Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, the patient had one endeavor sprint drug eluting stent implanted in the lad. Patient expired approximately 19 months post index procedure. Event was assessed as a sudden cardiac death. Cause of death was coronary insufficiency. The investigator assessed that the death was probably related to the study device.

Event description:
Prior to death it is reported the patient felt chest pain and respiratory discomfort and was referred to the emergency room where they progressed with pcr and death.

Event description:
It is reported that the patient went into cardiopulmonary arrest prior to death. Resuscitation efforts were unsuccessful.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).